Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the paddle lead migrated out of the epidural space and the patient could not feel any stimulation despite of optimizing the program. The patient was unable to use the device for long which led to the implantable pulse generator (ipg) becoming non-functional. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively with perfect coverage. The explanted device components were kept by the medical facility.